Event description:
It was reported to boston scientific corporation that a xenform graft was implanted during sling operation for incontinence, transvaginal repair of cystocele, transvaginal colpopexy using sacrospinous fixation, partial vaginectomy/excision of vaginal mucosa mass, cystoscopy, and removal of previous prolene mesh sling material procedure performed on (B)(6) 2016, to treat a patient with cystocele, vaginal prolapse, vaginal mucosal lesion, urinary stress incontinence, and dyspareunia. It was noted that there was hypertrophied vaginal mucosa around the region of the bladder neck that appeared suspicious. It was excised and repaired. There were no patient complications during the implant procedure. Patient tolerated the procedure well and was transferred to the recovery room in satisfactory status. A vaginal packing was inserted. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).